Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that doctor was inserting the catheter and during that the whole catheter enters into the vein. Medical intervention required for the patient. Device was inside the vein. Doctor took intervention radiologist's help and took it out.